Event description:
The patient charged to 100% at night and the next morning the battery was down to 25% even though it wasn't used. Electrode impedances were 630-800 ohms. The time between charging should have been about 15 days based on parameters. The patient was charging until the battery was at 4.05-4.07v when 100% full would have been 4.5v. She charged on (B) (6) 2009, for 2 hours and 10 minutes. The starting voltage was 3.85v and the ending voltage was 4.07v. She charged again 6 days later for 50 minutes; the starting voltage was 3.825v and the ending voltage was 4.005v. Based on this, it was thought that the patient was only letting her battery deplete to 50% before recharging which would cut the recharge interval in half to 7.5 days. The device was replaced. The reason for replacement was stated as: the patient was unable to charge the ipg to 100%; the ipg full screen never showed. The recharge interval was 6-7 days when it should have been 14-15 days according to the settings used. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4): final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.